Event description:
In 2009, the pt's son stated that both the up and the down buttons are not working on the infusion device. The pt has been using his back up infusion device since the buttons quit working. The infusion device has not been dropped, has not been exposed to water or moisture, has not been submerged in water, and no insulin has spilled inside of the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.